Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent percutaneous posterior thoracolumbar fusion. During surgery, the tab extender was twisted. After operating the final tightening, an attempt was made to remove the bent tab from the reported product with tab removal tool, but it could not be removed. It was noticed that the tab was slightly deformed. The product came in contact with the patient. Patient complications were reported to be unknown

Manufacturer narrative:
Device evaluation: due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. Product analysis- visual inspection showed that the tab on the removal tool has been bent outward. This type of damage is consistent with bend stress overload. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.